Event description:
There was an allegation of questionable potassium electrode results with one patient sample tested on a cobas 6000 c 501 module. The initial result was 4.02 mmol/l. The repeat result was 4.52 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) performed multiple service actions, including decontamination of the ise flow path, replacement of the sipper, internal standard (is) bath, ise probe, multiple tubing and valves, and aligned the ise sipper and probe, and replaced and conditioned all electrodes. He performed ise checks, calibration, and qc successfully. The investigation determined that the service actions resolved the issue. As multiple actions were performed simultaneously, the primary root cause could not be determined.